Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).

Event description:
The customer contact reported the patient received more medication than intended. The pump was programmed for piggyback delivery of an unspecified antibiotic. No further programming parameters were provided. After an unspecified length of time, the nurse noted that "half of the bag was empty sooner than it should have been." The pump was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.